Manufacturer narrative:
Pump passed the displacement test. Motor error alarm during basic occlusion test due to loose /flush drive support disk. The motor was tested outside of the device and passed. Unable to verify e70 alarm in the alarm history due to history file overwritten with a47 alarms. A47 alarms due to a corrupted history file. Pump received with cracked case at the display window corner and cracked reservoir tube lip.

Event description:
Customer's mother called to report that the insulin pump alarmed motor error and motor position encoder error. Customer's blood glucose levels were not included in the report. Customer's mother also reported that the insulin pump alarmed no delivery. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.